Manufacturer narrative:
Upon receipt of additional information, it was determined that this product belongs to an alliance partner and should not have been reported under this MFR number. Therefore, this report should be voided.

Event description:
Upon receipt of additional information, it was determined that this product belongs to an alliance partner and should not have been reported under this MFR number. Therefore, this report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the white sleeve of the offset reamer was found to be broken. No harm or impact was reported. It was confirmed that no further information could be provided.